Event description:
It was reported that the patient experienced a loss of therapeutic effect after falling the week of (B)(6) 2011. The patient had spoken to her health care provider and her device was going to be checked the following week; however, the patient did not inform her physician of the fall. The physician told the patient she could turn her neurostimulator off and take oral medication to control her symptoms. The patient had recently been to the emergency room multiple times. The physician stated "there is no emergency." The patient's left and right sides were shaking. It was also noted that she had been in an ambulance the night of (B)(6) 2011 after taking too many muscle relaxers. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: lead model 3389s-40 lot# v207104 implanted: (B)(6) 2009 explanted: unk; lead model 3389s-40 lot# v207104 implanted: (B)(6) 2009 explanted: unk; extension model 7482a51 serial# (B)(4) implanted: (B)(6) 2009 explanted: unk; extension model 7482a51 serial# (B)(4) implanted: (B)(6) 2009 explanted: unk; programmer model 7436 serial# (B)(4).

Event description:
Additional information received from the hcp reported that the cause of the event was unknown, and was not due to the implantable ne urostimulator (ins), lead or extension, or programmer or programming. The patient had a shunt series on (B)(6)-2011 and the wires and brain leads were intact. It was reported that the patient did not require hospitalization due to the event, there was no patient injury, and the patient recovered without sequela. It was noted that the information was confounded by an abundance of psychosomatic complaints and excessive visits to the ER. The hcp stated that the dbs had never lost therapeutic effect to her knowledge.